Event description:
The spouse reported via phone call that the customer experienced high blood glucose. Customer's blood glucose was over 500 mg/dl. The caller reported the customer's blood glucose declined to 260 mg/dl after treatment with 10 units of insulin by manual injection. The caller declined to troubleshoot at the time of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.